Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The reported issue did not impact the customer's blood glucose (bg) level; however, the customer experienced a low bg level of 45 mg/dl and it was addressed with juice. Reportedly, the customer was low since reaching a high elevation and the contact stated that the customer runs low whenever they go above 5000 feet in elevation. The customer was able to load a new cartridge.